Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Review of the device was performed and it was found a single reading of this impedance that was out of range. The rest of the time, all measurements were within normal limits. No changes were performed. This device remains in service. No further adverse patient effects were reported.